Event description:
Customer states, she continues to receive lost sensor alarm even after changing sensors several times. Customer states her pump is failing to communicate with the transmitter. Customer's blood glucose is 48 mg/dl, but feels fine after eating. After troubleshooting customer was advised to continue sensing. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.